Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized due to possible ventricular tachycardia (vt) noted on telemetry strips at the clinic. It was determined to be therapy induced high rate pacing. The field representative consulted with the physician and no further action was taken. There was no additional adverse patient effects reported.